Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4088 lead implanted: 2004-(B)(6). (B)(4)

Event description:
It was reported that when conducting in-office device testing, the patient could feel muscle stimulation, and clinician observed surface of the patient's chest move with output pulses. The stimulation was only exhibited with the left ventricular (lv) lead set at maximum output, and in bipolar setting. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.